Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer's pump has a low threshold of 80 mg/dl. No further information was obtained. Troubleshooting was not completed as the call was dropped and call back was unsuccessful. The insulin pump will not be returned for analysis.